Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer stated that the elevated bg level may have been due to possible lipohypertrophy (lump under skin) and may not be absorbing insulin efficiently. Also, it was noted that the customer's clinical diabetes specialist recently adjusted the pump settings. The customer declined troubleshooting with tandem's technical support. Reportedly, the customer resumed insulin delivery.